Manufacturer narrative:
A partial altis sling was received for evaluation. Examination of the sling revealed straight edges in a ¿v¿ formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation for removal. Examination of the detached dynamic suture revealed that the dynamic anchor and tensioner were detached from the suture and were not returned with the device. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. The information received indicated the mesh tore on the dynamic side during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, while placing the device, the mesh tore apart on the dynamic anchor side, right where the stitch fuses to the mesh. The sling tore in the middle of the sling length wise. There was no patient harm.

Event description:
According to the available information, while placing the device, the mesh tore apart on the dynamic anchor side, right where the stitch fuses to the mesh. The sling tore in the middle of the sling length wise. There was no patient harm.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.